Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf030 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse asking about drawing blood using powerloc needle with ports as she is hearing reports of numerous hemolyzed blood samples recently. Nurse has some concern that technicians drawing blood may not have proper training." Ms&s response: "reviewed blood sampling procedure section of powerport nursing guide - powerport implantable port, powerloc safety infusion set and emailed to caller per request. Also discussed checking port for patency prior to use. Provided customer service number (B)(6) for caller to obtain facility sales representative and their clinical specialists contact information for staff education and training options with bard/bd products. Sent case to product complaints/fa." Additional info. Received 07/29/2021 "the product itself is not an issue. The question was proper technique being used to get lab draws. The hospital has new equipment that is ¿more sensitive¿ to the lab samples and are resulting as hemolyzed specific to lab draws from ports. The lab is asking that we use the transfer device hooked directly to the port hub instead of drawing via 10 cc syringe and transferring into the lab tube to prevent hemolysis. My inquiry was not due to faulty product but manufacturer recommendations for nursing."